Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis med remote manager failed. The field service engineer was able to resolve the issue by replacing the latch micro switch. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had smart remote manager failure. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.